Event description:
It was reported that an ilet user experienced persistent hyperglycemia with unexpectedly high insulin use despite no recent food intake or supply changes, and the user indicated frequent cartridge changes and inquired about u-200 insulin. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no hospitalization. Investigation included complaint record review and collection of user reports. Investigation of this case revealed that the cause of the hyperglycemia was unclear with no device malfunction identified. It was concluded that the event was non-serious and not reportable as a malfunction based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.